Event description:
The manufacturer received information related to a dreamstation 2 adv auto CPAP device. The patient alleges the device had a "service required" message and device started and stopped multiple times. The next morning the patient alleges plugging in the device, and the device sparked and caught fire. The patient alleges running the device under the bathroom sink. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.